Event description:
Philips received a report from a customer that a male pt was scanned on an achieva 1.5t mr system with the sense body coil positioned on the thighs. After the examination reddening of the skin was observed on both inner calves. The reddening of the skin turned into blisters of approximate 1cm with necrotic tissue in the center.

Manufacturer narrative:
(B)(4). When the investigation is completed a follow-up report will be sent to the FDA.